Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that an alert of high voltage (hv) lead impedance greater than the upper limit was observed on the device. The hv trends had been high over the last year. No lead issue was suspected. The alert observation was a one time occurrence and had not re-occurred since the last visit. The patient was aware, being monitored and no additional testing was being required. There were no patient consequences.